Manufacturer narrative:
The purpose of the biomedical on-site assessment was to physically inspect all pumps within (B)(6), repair as needed and conduct preventive maintenance activities as defined by the b. Braun infusomat service manual. Over the course of 8.5 days from (B)(4) 2011, b. Braun technical service technicians performed preventive maintenance on 578 pumps. While 25 pumps (4%) were repaired based on the findings of this assessment, it has been concluded that the reason for these repairs could not have contributed to this event or any similar events. Customer complaint investigation results: the actual pump in the reported incident was returned for evaluation. A review of the pump log revealed on (B)(6) 2011 at 11:30:56, a standard infusion was programmed to infuse at a rate of 30.0ml/hr and a vtbi of 30ml. The drug library was not used. The infusion started at 11:31:04 and an upstream alarm immediately occurred. The user acknowledged the alarm and started the infusion again. The pump ran for 18 minutes, until 11:49:09, before it was stopped manually by placing the pump on standby. The actual volume infused was 8.96ml, or 99.6% of the expected volume. The next infusion occurred at 13:18:42 with a rate change of 33.0ml/hr. An upstream alarm immediately occurred once again. There were no significant infusions and four more upstream alarms in the log before the pump was turned off for the day. Per the log, the pump ran as programmed. In addition to the pump, the primary IV set and bag from the incident were sent for evaluation. Volumetric accuracy was tested on the returned pump three times using the customer's set/bag provided at a rate of 30ml/hr and a volume of 30ml. The test results were within specification at 29.7ml, 29.7ml and 29.9ml. In addition, there was no occlusions or free flow condition that could be replicated with the door opened or closed. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow up report will be filed.

Event description:
As reported by the user facility: angiomax 50ml bag run as a primary infusion. Infused at 30ml/hr. Pump alarmed 'pressure.' Nurse noticed free flow in drip chamber. Report claims "over-infusion." No pt injury reported. Additional information received from medwatch indicates rn was hanging an angiomax drip in the catheter lab. Bag was mixed, tubing primed and roller clamp was tight. IV tubing was placed into the pump and door closed. Ran through the start-up process with pump. Set rate at 30ml/hr. Started the infusion and got a high pressure alarm and noticed the angiomax freely running in the drip chamber while on the pump and the high pressure alarm sounding. The clamp between the pt and the pump was still in the closed position. The pump was stopped. Only approximately 3-5 ml infused. No harm to pt.